Event description:
It was reported through a remote transmission that the patient's right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.